Manufacturer narrative:
B5- additional information received from the patient reported that he visited the neurosurgeon who recommended that the catheter be replaced due to possible microfracture. Additional information has been requested from the hcp but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
B5- additional information received reported that the patient was also experiencing increased pain. After the catheter was implanted it disconnected from the pump. The patient's catheter was replaced. No patient outcome was reported. Dy- (B)(6) 2007. G3-health professional company representative. H6- the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. H10- additional patient and device codes: patient: 2357 -yes 1994- yes device: 1371-yes 1530- yes.

Manufacturer narrative:
85- the catheter was not disconnected from the pump. The catheter was replaced because the hcp believed there may have been a microfracture in the catheter. H10-additional patient codes. 1371 was not a valid code as the catheter was not disconnected.

Manufacturer narrative:
H6- returned product included a catheter anchor from a different manufacturer that was attached to the proximal end of the catheter. Final device analysis revealed that the catheter was compressed 0.8 cm from the proximal end by a suture applied directly to the catheter at this point, resulting in catheter occlusion. The catheter anchor was also attached at this point. After the suture was removed the catheter was patent.

Manufacturer narrative:
Correction: the notified date was incorrectly reported in the initial report; updated b4. In additional all previously reported patient and device codes will be updated/corrected to the following for this event: o patient codes : c3303 c50526 c50656 o device codes: c62968 updated h6 analysis codes - code 400 reported previously is not applicable medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported loss of therapeutic effect with return of spasticity symptoms. There were no alarms. The hcp believes there may be a microfracture in the catheter. It was also reported that the patient has a history of being very sensitive to slight changes in medication dosing.

Manufacturer narrative:
B5- additional information received from the patient reported that he visited the neurosurgeon who recommended that the catheter be replaced due to possible microfracture. Additional information has been requested from the hcp but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
B5- additional information received reported that the patient was also experiencing increased pain. After the catheter was implanted it disconnected from the pump. The patient's catheter was replaced. No patient outcome was reported. Dy- (B)(6) 2007. G3-health professional company representative. H6- the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. H10- additional patient and device codes: patient: 2357 -yes 1994- yes device: 1371-yes 1530- yes.

Manufacturer narrative:
85- the catheter was not disconnected from the pump. The catheter was replaced because the hcp believed there may have been a microfracture in the catheter. H10-additional patient codes. 1371 was not a valid code as the catheter was not disconnected.

Manufacturer narrative:
H6- returned product included a catheter anchor from a different manufacturer that was attached to the proximal end of the catheter. Final device analysis revealed that the catheter was compressed 0.8 cm from the proximal end by a suture applied directly to the catheter at this point, resulting in catheter occlusion. The catheter anchor was also attached at this point. After the suture was removed the catheter was patent.

Manufacturer narrative:
Correction: the notified date was incorrectly reported in the initial report; updated b4. In additional all previously reported patient and device codes will be updated/corrected to the following for this event: o patient codes : c3303 c50526 c50656 o device codes: c62968 updated h6 analysis codes - code 400 reported previously is not applicable medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported loss of therapeutic effect with return of spasticity symptoms. There were no alarms. The hcp believes there may be a microfracture in the catheter. It was also reported that the patient has a history of being very sensitive to slight changes in medication dosing.